Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That an inserter tip broke off and remains in the patient confined to the cage. Surgery took place on (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That an inserter tip broke off and remains in the patient confined to the cage. Surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product (s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was observed that the distal tip sheared. The shear surface was raised and coarse, suggesting that the tip failed from brittle fracture. The clockwide deformity pattern present suggests that the breakage started during engagement of the implant, and broke during forces applied during insertion.